Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. There was stretching noted to the guidewire exit port of the returned dragonfly catheter, which suggests that positioning or withdrawal difficulty was encountered during use. While the exact cause of the reported withdrawal issue could not be confirmed, it is likely that the patient¿s anatomical condition(s), or the condition of the guidewire being used affected the catheter¿s ability to be withdrawn; however, this could not be confirmed. The returned catheter was also returned with the nitinol and optical fiber were broken resulting in a separation¿which was caused by customer use or shipping conditions and is unrelated to the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that resistance was felt when trying to pull the dragonfly catheter out of the anatomy. The procedure was successfully completed with a new dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.